Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. (B)(4).

Event description:
A medline report received was dated (B)(6) 2016 and stated "reported issue: sheath does not go to the end of the stylet leaving end flimsy. This caused an ett to bend at the chords leading to a failed intubation on a neonate." No other information regarding the date, patient outcome, adverse event or required intervention was contained in the report. Covidien is making attempts to obtain additional information from the reporting institution.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. A dimensional test was performed the reading was within specification. No failure mode was observed in the received sample and all manufacturing controls were found acceptable and effective to detect the reported failure mode

Event description:
Additional information received reported that the patient was re-intubated multiple times. The patient had traumatic intubation. The patient was stable and still an in-patient.